Event description:
A sudden threshold rise and high pacing impedance of 3230 ohms was reported. The lead was surgically abandoned/capped and replaced. No patient complications were reported as a result of this event.